Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states obtained an identification of gemella sanguinis when testing an isolate on vitek® 2 gp ID cards. The isolate was identified as aerococcus urinae at a reference lab (mayo medical laboratories). An internal biomérieux investigation was performed. The submitted isolate was subcultured and testing included individual organism suspensions with vitek 2 gp ID cards from the customer's lot (2420644203) and a random lot (2420542103) in duplicate, as well as the vitek® ms. All four (4) gp ID cards tested resulted in low discrimination identifications of aerococcus urinae/gemella morbillorum/granulicatella adiacens. Vitek ms resulted in a final identification of aerococcus urinae with a 99.9% confidence value. A review of the customer's gemella sanguinis reactions demonstrated one (1) atypical positive (dmne) and one (1) atypical negative (leua) reaction for an identification of aerococcus urinae according to the vitek 2 gp knowledge base. An increased number of atypical reactions can indicate a strain with decreased viability, contamination, mixed culture, use of non-recommended media or other user set up error. The lab report resulting in an unidentified organism was not submitted for review. As the low discrimination identifications including aerococcus urinae are considered to be correct, the vitek 2 gp ID cards are performing as expected for this strain.

Event description:
A customer from the united states notified biomérieux of the misidentification of a aerococcus urinae strain, isolated from a patient urine culture specimen, when testing with the vitek® 2 gp ID test kit. Initial vitek 2 testing obtained a result of gemella sanguinis. Repeat testing obtained an "unidentified" result. The customer sent the isolate to mayo medical laboratories for confirmation of the identification, which obtained a result of aerococcus urinae. There is no indication or report from the laboratory that the discrepant quality result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.